Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: yellow particles in shell, brown particles in fill channel, crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior, air pockets (vv) were observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. Air pockets (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order: (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, observed voids on valve side (vv) out of specification (2.5mm) per qa199.06. This finding is not related with the reported event. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only (B)(4) in sep-2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.